Event description:
Pt underwent left ankle fusion on (B)(6) 2010, due to ankle degenerative joint disease. In (B)(6) 2012, she presented to her physician's office after twisting her ankle at work and was experiencing significant pain. It was found that the implanted hardware was broken and needed to be removed. Surgery to explant the device was performed on (B)(6) 2012.